Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, deflation difficulties occurred. The physician was treating a 90% stenosed, 6x40mm de-novo lesion located in the non-tortuous and calcified left superficial femoral artery (sfa). Vascular access was right femoral. The lesion was not pre-dilated. The physician had placed another manufacturers' stent in the target lesion and was using a 5.0x20, 135cm wanda balloon catheter for post-dilation. On the first inflation, the flexible connecting tubing which is attached to the inflation hub became detached. The tubing was reattached and a second inflation was performed. During deflation of the balloon after the second inflation, the inflation hub broke off. An inflation device could no longer be used due to the broken inflation hub. With some difficulty, a syringe was used to deflate the balloon enough to release it from the stent and through the introducer sheath. The device was removed from the patient intact. The procedure was completed with this device. There were no reported patient complications. The patient is "stable". This product is only ous approved but it is similar to an approved us device.